Event description:
The customer reported an issue where the t:slim x2 pump battery would not charge, leading to a shutdown and inability to turn the pump back on. It was confirmed that the blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump. The customer reverted to manual injections for insulin therapy.